Manufacturer narrative:
The pump has been received but investigation is not complete at this time.

Event description:
Info received indicates that 12 hours into therapy, the set was found empty. The pump indicated morphine infusion complete, 0 ml left in bag. Instructions were basal rate 4 bolus dose 1.4 mg/bolus interval 8 min, max number bolus/hour 8. The account alleges this occurred a few hours into the treatment. No death or injury and no medical intervention required.